Manufacturer narrative:
Product event summary: analysis confirmed the the reported event; the programmer would not boot up past the "please wait" screen. Hard drive was reconfigured and software reloaded to resolve issue. Analysis also found the power supply was noisy. Concomitant medical products: product ID: r2290 analyzer. (B)(4).

Event description:
It was reported the programmer won't boot up past beige "please wait" screen. The programmer was returned for repair. There was no patient involvement.